Event description:
The field engineer reported that the system was not saving pt images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and correctly set the bios settings. The system operates as intended.